Manufacturer narrative:
(B)(4). According to the complainant, the suspect device remains implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during an endoscopic ultrasound (eus) with axios stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was completely deployed; however, the stent failed to expand and the delivery system was unable to be removed. Reportedly, approximately 3-5 minutes after stent placement, the stent expanded enough to remove the delivery system successfully and the procedure was completed with the original stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.